Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined.

Event description:
During troubleshooting of a low drain volume alarm, which occurred on the homechoice (hc), during use, during the initial drain, the initial drain volume (idv) equaled 246ml, the last fill volume (lfv) equaled 1500ml, the initial drain alarm (ida) equaled 1400ml; the home patient (hp) stated that they had a leak from the transfer set the previous night and was starting out empty. The technical service representative (tsr) assisted the hp with bypassing to fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), she stated she called the technical service representative (tsr) regarding a low drain volume alarm and was starting therapy empty, because she had a leak from the transfer set. The hp reported the tsr helped her bypass to fill. She reported she did not know what caused the leak. The hp reported she is ok and has continued with therapy. She stated she will be contacting her registered nurse (rn) today to follow up. She also reported she recently had a change in therapy and was previously using 2-1.5, 1-2.5 and 1-7.5 bag, but was changed to 4 1.5 bags. Since therapy changed, the machine was not reprogrammed which is why she was having issues with the machine. She reported the machine has been reprogrammed now and everything is working fine.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.